Event description:
Septal wall formation due to layered seprafilm (dysplasia) [dysplasia]. Fluid retention around liver [localized intra-abdominal fluid collection]. Pyrexia [pyrexia]. Abdominal pain [abdominal pain]. Abscess [abscess]. Case description: on 31-may-2010, an spontaneous literature report was received from a company representative and confirmed by the treating physician regarding (B)(6) male, patient, (B)(6), who experienced septal wall formation due to layered seprafilm (dysplasia) after treatment with seprafilm. The article was entitled "we will not be deceived by seprafilm anymore." The patient had a relevant medical history of bile duct cancer. A pancreaticoduodenectomy was performed on (B)(6)-2009 and an unspecified number of sheets of seprafilm were placed around the elevated jejunum. On post-operative day 8, the patient experienced pyrexia (38 c) and abdominal pain. CT scan revealed fluid retention around the liver to elevated jejunum. Puncture drainage was performed to confirm abscess, but no fluid was able to be withdrawn. It was noted that this puncture was performed in the exact location where seprafilm was placed. Two days later, CT scan revealed fluid increase. Drainage was performed again in a different, unspecified location and resulted in drainage of pus. The treating physician reported that on (B)(6)-2009, the patient experienced septal wall formation due to layered seprafilm (dysplasia) at the location where seprafilm had been placed. The patient recovered from the event on (B)(6)-2010. The hcp reported that the event was mild in intensity and probably related to seprafilm.

Manufacturer narrative:
Journal: international radiology, author: t keibu et al., title: we will not be deceived by seprafilm anymore!, volume: 25, year: 2010, pages: 123.